Event description:
The user reported that a hole was found in the catheter during dialysis. The patient was unable to receive dialysis and their condition worsened. The catheter was replaced and the patients systems resolved after receiving dialysis. No harm or injury to the patient was reported.

Manufacturer narrative:
No device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and one similar complaint for this lot number was found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.